Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/chronic'). In an adult female patient who had essure (batch no. Cs000e1, cs0008w), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)") and gastrointestinal disorder ("gi conditions"). And was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, back pain and dysmenorrhoea had resolved. And the gastrointestinal disorder, weight increased and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, gastrointestinal disorder, heavy menstrual bleeding, hormone level abnormal, pelvic pain and weight increased to be related to essure. The reporter commented: medical leave related to essure? Yes. Patient received treatment for events, pelvic pain, dysmennorhea (cramping), back pain, abdominal pain. Discrepancy noted, in essure insertion date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on an unknown date, not available. Lot number#: cs0008w, manufacture date: 2013-12, expiration date 2016-08-31; lot number#: cs000e1, manufacture date: 2014-03, expiration date 2016-11-30. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. Cs000e1, cs0008w) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, back pain and dysmenorrhoea had resolved and the gastrointestinal disorder, weight increased and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, gastrointestinal disorder, heavy menstrual bleeding, hormone level abnormal, pelvic pain and weight increased to be related to essure. The reporter commented: medical leave related to essure- yes patient received treatment for events ¿ pelvic pain, dysmennorhea (cramping), back pain, abdominal pain. Discrepancy noted in essure insertion date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not available. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain and dysmenorrhoea had resolved and the gastrointestinal disorder, weight increased and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, gastrointestinal disorder, hormone level abnormal, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: medical leave related to essure- yes. Patient received treatment for events ¿ pelvic pain, dysmenorrhea (cramping), back pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received- event injury updated to pelvic pain. New events dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), back pain, abdominal pain, weight gain, hormonal changes, gi conditions were added. Outcome of pelvic pain updated to recovered / resolved. Patient information and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.